Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause determined that the event occurred by the efficacy confirmation method at the user facility. It was not due to the device defect.

Manufacturer narrative:
An olympus engineer helped the customer with the reported issue. The customer reported that they had been getting passing results but the strips being used were past the 30 days expiration date. The engineer explained to the customer that the 30 days expiration must be followed and needed to be disposed and exchanged for new ones. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that they have been using expired strips to test the acecide levels on an oer-pro endoscope reprocessor. No patient involvement or injuries were reported. No additional information has been obtained.